Manufacturer narrative:
The reported events of failure to capture, failure to sense and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length was measured within specification as returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance, loss of capture, and loss of sensing on the right ventricular (rv) lead. The rv lead was dislodged. The physician elected to explant the rv lead. The patient condition was not known.